Event description:
It was reported the patient underwent a lead revision due to stimulation in the wrong location. The patient had also undergone a previous revision in 2008. The patient was still experiencing stimulation in the wrong location and a third revision was planned. The patient's stimulation had been felt in the legs and stomach area for about 2 years. Several device programming attempts were made but had not helped. Reference MFR report #3004209178200902683 for lead revision from 2008.